Event description:
It was reported that the user experienced low blood glucose episode after starting the ilet and changing their diet, with lows occurring when receiving more insulin for meals. The most recent low occurred during sleep, the system alerted, and the user treated with oral carbohydrates (root beer and crackers). Symptoms included hypoglycemia. Outcomes included a reported nadir of 57 mg/dl with resolution after treatment and no hospitalization. Investigation included troubleshooting and education focused on meal announcements and correcting an incorrect meal size selection. Investigation of this case revealed that incorrect meal size entries during meals likely led to excess insulin delivery and hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors, including inaccurate meal announcements, were the most probable cause.